Manufacturer narrative:
The alleged event is not confirmed. The reported symptom (sb supply bag lines are blocked) was not confirmed with testing. The reported symptom (fluid leaking) was not confirmed with testing. An external visual inspection showed no signs of physical damage. As-received treatment with reduced dwell times passed. Valve actuation test passed. System air leak test passed. Upon opening the cassette door, there were indications of dried fluid on the cassette membrane and underneath the pump assembly. No burrs or sharps in the cassette area that may have punctured a cassette membrane. There was evidence of dried fluid within the recess of the bottom cover adjacent to the pump. Mushroom head check passed. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a supply bag lines are blocked alarm in dwell # 1 of 5, 01 hour and 7 minutes (01 hour 40 minutes). Patient decided to cancel treatment and she called technical support requesting assistance because when she removed the tubing set there was fluid leaking inside the pump door. Patient was advised to cancel treatment and contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have or experience any complications as a result of the alleged event. There was no medical intervention. The liberty select was replaced.